Manufacturer narrative:
Three assorted files were returned and observed: first file (protaper next x1 25mm) is actually broken in the active part. After analysis, this instrument turns out to be a counterfeited product. We have no responsibility regarding this device. Second file (protaper next x2 25mm) is an original instrument, not counterfeited. This file has been used but has no damage. No fault found. Third file (protaper next x3 25mm) is not damaged but turns out to be equally a counterfeited product. We have no responsibility regarding this device. For information, the provided batch number is corresponding with a packaging order of protaper next assortments x1-x3 25mm. Nothing unusual to report was found during DHR review (batch #1452901). Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper next broke during first use. The outcome of the event is unknown as of this MDR evaluation.